Event description:
It was reported that the pump battery depleted too quickly, leading to a shutdown of the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was educated by technical support on the resetting of features when the pump shuts down and successfully resumed insulin use.